Event description:
The complainant reported that the impella cp was inserted and started but flows never exceeded 1.0liters per minute. The impella cp was exchanged for a new one. There was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Returned complaint cp pump was visually inspected. A big chunk of biomaterial observed around impeller and purge gap. No cannula kink observed. No broken blade found. Data logs confirm low flows and suction alarms. Motor current (mc) spike observed. The root cause of the low pump flow issue was most likely biomaterial ingestion.